Event description:
Tip of forceps broke during use.

Manufacturer narrative:
The associated device was returned and evaluated. Visual assessment confirms the stated failure. The device is fractured at the middle of one of the tongs. The fractured piece was returned. The instrument shows signs of repeated use. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of manufacturing records did not reveal any deviations that could have contributed to this issue. A review of complaint history did not reveal any previous complaints for this batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Should additional information be received, the complaint will be reopened. We consider this investigation closed.